Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr. Qc 2: 2.6 inr. Qc 3: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay/patient. The customer¿s products have been requested for returns as well as being replaced. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable results on a coaguchek xs meter serial number (B)(4) compared to a laboratory with an unknown reagent. At 10:00 am, the meter result was greater than >8.0 inr. A few minutes later, the meter result was 5.9 inr. The patient does not recall if he used a different finger for the retest. At 10:00 am, the laboratory result was 4.3 inr. At around 10:00 am, the laboratory tested the customer using their professional non-roche meter got a result of 4.5 inr. The therapeutic inr range is 2.0-3.0 inr. The physician considered the laboratory result to be correct.